Event description:
It was reported that inappropriate therapy was observed on the rv lead. Noise and low impedance on the sense/pace circuitry of the lead were noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: a partial lead with the tip measuring 36.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.